Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received loaded on the stent delivery wire (sdw) within a microcatheter. The introducer sheath was returned. The microcatheter was noted to be intact. The subject stent was unable to be advanced or retracted through the microcatheter. The microcatheter was cut in order to retrieve the subject stent. The subject stent was noted to be deformed at the proximal end. All 3 marker bands were present on both ends of the subject stent. The stent delivery wire (sdw) was broken/fractured. The introducer sheath was noted to be intact. During the functional inspection, the subject stent was unable to be advanced or retracted through the microcatheter due to the broken/fractured stent delivery wire (sdw). The as reported (ar) code 'stent difficult/unable to advance or pullback through catheter' was confirmed during functional testing. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'the subject stent was delivered into the microcatheter through the rhv. After the subject stent had entered the microcatheter for approximately 10 cm, it could not be pushed forward due to significant resistance. After a slight withdrawal and subsequent pushing, there was still substantial resistance, and the subject stent could not be advanced. The physician withdrew the subject stent and the microcatheter together out of the body, replaced them with a new microcatheter and stent, and successfully completed the surgery'. Additional information provided by the customer indicated that the device was prepared as per the directions per use (dfu). There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was described as 'moderately tortuous'. The subject stent was returned for analysis still loaded on the stent delivery wire (sdw) inside the proximal section of a microcatheter. It was not possible to advance or retract the stent using the stent delivery wire (sdw), and it was necessary to cut open the microcatheter in order to retrieve the subject stent. Once recovered, the subject stent was noted to be deformed. All 3 marker bands were present on both ends of the subject stent. The stent delivery wire (sdw) was noted to be broken/fractured. The introducer was returned for analysis and noted to be undamaged. Based on the analysis findings and the event description, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved proximally prior to subject stent transfer out of the introducer sheath. This is supported by the lack of damage to the distal tip of the introducer sheath. It is likely that during transfer of the subject stent from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the subject stent in the microcatheter lumen. This is supported by the claim that significant resistance was noted after the subject stent had entered the microcatheter lumen and advanced approximately 10cm. What is difficult to understand is how the stent delivery wire (sdw) experienced so much force that it led to it fracturing. The level of damage to the stent delivery wire (sdw) does not align with the minor deformation noted to the subject stent. An assignable cause of procedural factors has been assigned to the as reported code 'stent difficult/unable to advance or pullback through catheter' and as analyzed codes, 'stent delivery wire (sdw) broken/fractured during use', 'stent difficult/unable to advance or pullback through catheter' and 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during transfer/use.

Event description:
Analysis of the returned device found that the subject stent delivery wire was broken/fractured. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.